Manufacturer narrative:
(B)(4) pullwire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, prior to the procedure, there were no issues noted with the device. During the procedure, a stone approximately 1.5cm was captured inside the lithotripter basket; however, an attempt to crush the stone failed. Mechanical lithotripsy was then used in conjunction with the trapezoid basket but the pullwire near the handle broke and the device was unable to open or close. The trapezoid basket handle was then cut and the distal bile duct was dilated with a cre dilation balloon. A snare was then wrapped around the stone retrieval basket and used to shake the stone out of the basket and remove the basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".